Manufacturer narrative:
The customer complaint of faint tones was confirmed. Mechanical testing found the green speaker wire had broken off of the solder connection. Repair including function testing to test protocol was performed and the unit passed all testing. The unit was reset to standard/ factory settings.

Event description:
During reassembly of the unit, it was observed that the unit had no audio. There was no patient involved.